Manufacturer narrative:
The device was not returned for analysis. An event of incomplete coaptation, central regurgitation, and aortic regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer and an abbott senior design/product development engineer. Based on all available information, the reported central regurgitation and aortic regurgitation are cascading events of the incomplete coaptation. However, a cause for the reported incomplete coaptation could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan vision was chosen for implantation utilizing a large flexnav delivery system. Pre-dilatation was performed with a valver 23x40 balloon. After deployment of the navitor at a depth of 5-6mm, moderate/severe aortic regurgitation was observed. Valve had been confirmed to be well expanded. Trans thoracic echocardiogram was performed which confirmed moderate/severe central regurgitation. One of the leaflets was described as "frozen". Post dilatation was performed with a valver 28x40 but it did not resolve the issue. A second 35mm navitor titan vision was implanted valve-in-valve to treat the regurgitation. The procedure was completed successfully and the patient remained hemodynamically stable.